Event description:
A valiant captivia stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Anatomy and vessel morphology were not a factor as the device was not used and the patient did not undergo the procedure. It was reported that the valiant captivia was received broken in multiple pieces. The damaged delivery system did not come into contact with the patient. The physician reported that the outer/inner box was not damaged. However, the original box is not available since it was discarded by the nurses. No clinical sequelae were reported and the patient is fine. Evaluation summary: the device was returned seated on the thermoformed tray in another device shelf carton. The original shipping carton for this complaint device was not returned. The capture release handle was not returned. The device was clean. The stent graft was still loaded in place. The backend has severe damage with the screwgear halves broken off. During evaluation, damage to the thermoformed tray was noted, which lined up with the breakage point of the screwgear halves. The inside of the tray had some crumble damage, likely as a result of impact on the device. Evaluation of the device could not conclusively determine the cause of the damage. The original packaging carton was not returned. It's possible that the damage occurred during shipping or handling.

Manufacturer narrative:
Results: unknown cause of event. Conclusions: unknown cause of event.